Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. Additional information: for the lt200 device, was the packaging seal already open prior to attempting to open the packaging to remove the device (thus compromising sterility of the device)? Yes.

Event description:
The packaging of the lt200 was already open when it was taken to or. So the clips fell out of the packaging and the clips weren¿t sterile.